Manufacturer narrative:
B3 event date: march 2024. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "poor hygiene." The patient was hospitalized and treated with unspecified infusion treatment. The patient was discharged but experienced peritonitis again after one week. The patient was given infusion treatment again. Patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.